Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found in specification in relation to the customer reported "did not turn on with key" which was not reproduced. The reported condition was not verified. The cause was undetermined. No correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not turn on with key. The process step was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.